Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at the secondary port due to excess of glue, 3) slide clamps being actuated on the tubing. An internal investigation was opened to address this issue. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
Correction of date of submission 11/03/2025.

Event description:
The following has been reported: nurse reported: "while priming the blood tubing, when it comes to the step of using the pump to back prime the secondary blood tubing/spike (above the pump), the pump alarms 'occlusion' and will not back prime. Troubleshooting done, all clamps open and it does not allow a back prime. This has happened on two separate patients. When getting a new tubing, set it, worked fine". Replaced the tubing. Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: unable to prime. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.